Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle that a black smudge was inside half of the syringes. There were 50 occurrences.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation: customer returned (24) loose 3/10cc, 8mm syringes. Customer states that there was a black smudge inside the syringe. All returned syringes were examined and all exhibited a dark smudge of material on the outer surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely ink. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200709983, 200709663, 200709892, 200709630, 200709628] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA 162566 was initiated to address such issues at this time.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle that a black smudge was inside half of the syringes. There were 50 occurrences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine needle that a black smudge was inside half of the syringes. There were 50 occurrences.